Manufacturer narrative:
Hmag received the log files of the device and they were analyzed. The following results were found according to the analysis: log files showed ventilator unit connection lost and other technical faults (tf) during ventilation mode spont. Tfs indicate that there is an interaction panel (ip) problem. However, ventilation did not stop at any point. Device was turned off by the user manually. There was no patient harm reported. Ip esm (embedded system module) was replaced. This file reports the event stated in hamilton medical ag case number: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator turned off.